Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while customer was flying in an airplane. Customer changed the cartridge and insulin delivery was resumed. Customer's blood glucose was within range (value not provided).